Manufacturer narrative:
Block d2b: qrb block b3: exact date unknown, event occurred in approximately january of 2025 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075071, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had impedances. The patient underwent a spina cord stimulator (scs) explant procedure where in all devices were removed and will not be return as it was disposed at the facility.